Manufacturer narrative:
Addressed in the IFU. Leakage is not specifically addressed in the IFU. Event is currently under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for aaa repair and the procedure was performed as prescribed. Even in the preparation step, leakage from the hemostasis valve was observed. Blood leakage was also observed during the insertion of the main body. Angiography was performed to select an ipsilateral iliac leg, however, contrast agent didn't flow into tip of the sheath due to blood leakage from the hemostasis valve. A 16fr sheath was used to prevent it. The patient was fine after the procedure. Additional information was provided on (B)(6)2011. Leakage was observed not from the valve itself but from the connecting part between gray plastic part and clear one. The patient was fine after the procedure.